Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted into the station and was no longer in disconnected mode and checked the application and data synchronization logs and found no issues and confirmed that there were no issues with the device, but the customer requested to check why error occurred earlier. The tss checked the old synchronization log, and the device showed connection error on hospital end because connected host had failed to respond and informed customer. The customer acknowledged. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was on, but it was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.